Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, it was reported, that the patient was sleeping. And after waking up, felt sick which normally would indicate, that she's hyperglycemic, but her dexcom device was indicating otherwise. The patient unable to recall dexcom readings at that particular moment and was unable to do a fingerstick. The patient then decided to replace the g7 wearable. During warm up period, the patient experienced vomiting, nausea, feeling faint and weak. The patient was taken to the hospital by her parents. According to the report, staff compared the bg and cgm values the following day. The bg was 250 mg/dl using a fingerstick, while her dexcom was showing 80mg/dl. Patient was being treated with IV fluid, IV insulin and nausea medications for her condition. At the time of contact, it was indicated, that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.